Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5x12 (part 1009539-12, lot 0083041) and the balance middleweight guide wire are being filed under a separate medwatch MFR number. The reported dissection is a known adverse event listed in the xience v instructions for use (IFU). Dissection can be influenced by several factors, including but is not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the right coronary artery, a 2.5x12 xience v stent was successfully deployed in the mid portion of the vessel. A 2.5x18 xience v stent was successfully deployed in the proximal portion of the vessel. Post deployment, a dissection was observed. An attempt was made to advance a 2.75x12 xience v stent for treatment of the dissection, but the stent system could not cross. The device was removed from the anatomy. An attempt was made to load a 2.5x12 xience v stent system onto a balance middleweight guide wire (bmw) outside of the anatomy, but resistance was felt. When attempting to remove the stent system from the guide wire, the shaft separated. The separated segments of the stent system could not be removed from the guide wire; therefore, the proximal end of the guide wire was cut. The stent system was removed from the guide wire. Another bmw guide wire was advanced successfully and the bmw guide wire that had been cut was withdrawn from the anatomy successfully. An attempt was made to advance a 2.5x8 xience v for treatment of the dissection, but the stent system could not cross. The dissection was ultimately successfully treated using an apex dilatation catheter. After dilatation, blood flow was noted to be brisk and the patient was reported as stable. Although the procedure was prolonged, there were no adverse patient effects. The physician stated that the characteristics of the vessel were difficult, and the lesion was difficult to access, causing the difficulty experienced during the procedure. Though requested, no additional information was provided.